Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed information the reporter/layperson gave to the customer care advocate in 2009 regarding her son, the patient/layperson. This specialist has been unable to speak with the reporter. The cca replaced the patient's one touch ping meter. Results are in correct unit of measure, mg/dl. The patient had owned and used the meter five days. Reportedly, the mother had replaced its battery when the patient first received it, as it would not turn on. After installing a new battery, it functioned. The reporter informed the cca that the patient's meter prompted a loud alarm and a message, 'call customer service', shortly before she called for assistance in the morning. It is possible the meter had prompted error 1. Due to the error message, the reporter began to doubt the patient's midnight result of 56. The reporter did not provide information regarding what transpired after the 56 reading. The reporter also thought it was unusual that the patient woke up in the morning with an elevated blood glucose, 353, and trace of ketones. The reporter gave the patient 26 units novalog in the arm and then 20 oz of water to drink to flush out the ketones. Although the reporter began using the patient's unknown back up meter due to the error message, she implied that the 353 result was from the subject ping meter. Based upon the reporter's information, there is no evidence the error message was responsible for the patient's elevated blood glucose and ketones since the error message began after the ketones. No other symptoms were provided. Because the alleged product issue was not resolved, the complaint is reported.